Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was 48 mg/dl. The customer treated with juice. Emergency medical services came and treated the customer with glucose gel and peanut butter sandwich. The insulin pump will not be returned for analysis.